Manufacturer narrative:
Citation: austin deets., et al. First surgical epicardial implantation of an extravascular implantable cardioverter-defibrillator lead for ebstein anomaly in the united states. Elsevier inc 11:886¿890 2025. 10.1016/j.hrcr.2025.06.014 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 49-year-old male patient who underwent tricuspid valve replacement using a 31-mm medtronic mosaic bioprosthetic valve. It was reported that post implant of the 31-mm medtronic mosaic bioprosthetic valve, the patient developed complete heart block which did not resolve and a transvenous dual chamber pacemaker was implanted. No further information was provided pertaining to medtronic products.